Event description:
It was reported that patient's ipg was reaching end of life. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Event date is estimated. Further information has been requested, but not yet received.

Event description:
Additional information received reports that the ipg had reached normal eol and is therefore no longer reportable.

Manufacturer narrative:
Correction b5: additional information received reports that the ipg had reached normal eol and is therefore no longer reportable.